Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pulse generator (ipg) 2007-(B)(6).